Manufacturer narrative:
The device was kept in the hospital and the staff was unable to locate the device. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
The product is requested to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this device emitted beeping tones, exhibited premature battery depletion (pbd) and recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This device was explanted. No additional adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance , causing an increased current drain that can lead to premature battery depletion. Anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time his particular device was included in the advisory population.